Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with his reservoirs. Call was dropped and customer was called back. Customer was unable to be reached due to a busy signal. No additional information provided.